Event description:
It was reported that during a da vinci salpingectomy surgical procedure, it was noted that the endowrist one vessel sealer instrument would seal but would not cut. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the blade was not exposed. Light biodebris was found on both blade tracks. The vessel sealer could not be placed on the system for functional test as the customer removed the electrical cord. The grips had an offset of approximately .042 in the clockwise direction and .027 in the counter clockwise direction. The width of both blades tracks was approximately .024. Failure analysis investigation also found the snake wrist was dislodged. The vessel sealer was difficult to advance through the cannula. No pieces or material was missing. The dislodged damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.